Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason.

Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 18415969/18415969.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. Additional information was received that the patient experienced an increased charging burden and the implantable pulse generator (ipg) exhibited warmth during the charging process. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.